Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that the since the connection hose of the smart mix bowl (p/n: 540180000) had been cut when it was attempting use at surgery on (B)(6) 2019, it was used under negative pressure while holding the cutting part by hand. The surgery was completed, and it was unknown whether there was a surgical delay or not. There was no harm to the patient. No further information is available.¿ device history lot: product is manufactured externally, so no device history available for review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the since the connection hose of the smart mix bowl (p/n: 540180000) had been cut when it was attempting use at surgery on (B)(6) 2019, it was used under negative pressure while holding the cutting part by hand. The surgery was completed, and it was unknown whether there was a surgical delay or not. There was no harm to the patient. No further information is available.